Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead had fractured due to a patient fall. Surgical intervention was performed to surgically abandon and replace the lead with a non-boston scientific lead. No adverse patient effects were reported.